Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair with uphold procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture. It is unknown if the detached piece fall into the patient and if or how the detached dart was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks f10 and h6: problem codes 2907 captures the reportable event of dart detachment. Correction to block g1: manufacturing site although the current manufacturing site for uphold lite is boston scientific in spencer in, the reported lot involved in this complaint was manufactured by: freudenberg medical 2301 centennial boulevard jefferson in, 47130 USA. An examination of the returned the capio slim suture capturing device and mesh assembly was performed. No damage was noted to the capio slim suture capturing device. Regarding the mesh assembly, no damaged was noted to the mesh material itself. The leader loops were intact. On the blue/white dilator, the suture was broken approximately midway, confirming the complaint. On the blue dilator, the suture was broken at the dilator's distal tip. The suture also appeared frayed; it is possible that a tool was applied on it. The cage of the capio slim suture capturing device was removed; nothing was inside of the cage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Per investigation, it is possible that operational factors, such as user handling/technique, device tensioning/adjustment, and patient anatomy, contributed to the reported complaint. Therefore, the complaint investigation conclusion code selected for the dart detachment/suture broken is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair with uphold procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture. It is unknown if the detached piece fall into the patient and if or how the detached dart was removed from the patient. Should additional relevant details become available; a supplemental report will be submitted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.